Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18188, 1627487-2021-18190, 1627487-2021-18191, 1627487-2021-18193. It was reported the patient had an infection at all incision sites. In turn, the patient was prescribed antibiotics to address the issue. Reportedly, the incision sites show signs of healing.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the infection has resolved.